Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges front casters were "blown out" where the stem meets the bearings. This caused the fork to drop down and messed up the stems and inside the headtubes. Dealer alleges the screw that holds the front caster head tube cap in always strips out.